Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the patient line was kinked. There was no reported adverse impact to customer's blood glucose level. Customer changed the cartridge to resolve the issue and successfully resumed insulin therapy.